Manufacturer narrative:
The device involved in the reported event will not be returned for evaluation as it was discarded; therefore, the event cause could not be determined. Correspondence has been sent out to the customer for additional information to help with investigation. Once the information has been received and the investigation has been completed, a supplemental report will be submitted. Reference MDR#: 2029214-2019-00675, 2029214-2019-00676. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic implant coil failed to detach with the instant detacher. It is unknown how many times the instant detacher was used. A second instant detacher was not used. No patient injury was reported as a result of the event.